Event description:
As reported by navilyst medical's distributor in (B)(6), a hospital reported a fracture in the distal portion of the vaxcel pasv PICC device. The catheter had been placed for chemotherapy treatment and was removed on (B)(6) 2012 due to the fracture. The pt condition was reported as "stable." The used device has been returned to navilyst medical for eval.

Manufacturer narrative:
The used device has been returned to navilyst medical. It is currently being evaluated, and additional info is being solicited from the event reporter. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).